Event description:
The customer using an access perforator plunged into the brain and hit the soft tissue. It is unknown whether the dura was torn or not. The surgeon admitted he was using too much pressure.